Event description:
The pt underwent an interventional procedure and was heparinized. The physician attempted closure with the closer tsl6 fr device. The device was successfully deployed and the knot tied and lowered. The physician pulled the non rail suture limb to tighten the knot. The site appeared closed and dry and the pt was transferred to the unit floor. During the night, bleeding was detected from the groin and the pt was transferred to surgery. The vascular surgeon found the suture was correctly positioned in the artery. However, the knot was not lowered flush with the artery. The arteriotomy was closed and the pt recovered without further incident.